Event description:
It was reported that the patient felt listless and tired. The doctor found the patient had fluid in the lungs and the pacemaker was in safe mode. The device was interrogated and found to be presenting an ¿out of normal behavior.¿ the doctor was not sure if the fluid in the lungs was due to the pacemaker. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).